Manufacturer narrative:
Additional information was received that the patient underwent revision procedure wherein the ipg was moved to the other side. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing intermittent burning sensation at the pocket site that happened several times a day. It was also reported that this occurred even when not charging and whether stimulation was turned on or off. An x-ray was taken and revealed that the ipg was dislocated. The patient will undergo a revision procedure where the physician will flipped the ipg back to its original position.

Event description:
A report was received that the patient was experiencing intermittent burning sensation at the pocket site that happened several times a day. It was also reported that this occurred even when not charging and whether stimulation was turned on or off. An x-ray was taken and revealed that the ipg was dislocated. The patient will undergo a revision procedure where the physician will flipped the ipg back to its original position.